Event description:
The meter was giving readings of 7.6 or 9.1. The meter was set in mmol/l, and the contact was able to reset to mg/dl with assistance. The contact stated the customer did not adjust medication or allege any adverse events due to the readings. The contact was satisfied, and no product will be returned for evaluation.